Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the issue (buttons of the front panel are unresponsive) occurred due to corrosion of the main board and the flat cable. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The subject was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the buttons were unresponsive. There was no procedure or patient involvement.